Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that a patient presented to the ER stating they had been shocked by their implantable cardioverter defibrillator (ICD). Upon interrogation, it was discovered that several inappropriate shocks had been administered for sensing noise on the right ventricular (rv) lead. Undersensing and a lead fracture were also suspected. An intervention was done to remove and replace the right ventricular (rv) lead. No further patient complications have been reported as a result of this event.